Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a fluctuating blood glucose ranging from 70 mg/dl then jumping to over 400 mg/dl then to over 500 up to 539 mg/dl. Customer treated for high blood glucose with manual injection. Customer has been using insulin pump within 48 hours of reported high blood glucose event. Insulin pump will not be returned for analysis.